Event description:
It was reported that, during a cardiac resynchronization therapy pacemaker (crt-p) routine changeout procedure, the physiologist was disappointed that the longevity for this device was only approximately 6 years. The device was set to normal settings and wondered whether a device review could be performed by boston scientific. No additional adverse patient effects were reported. The device is expected to return for analysis.

Event description:
It was reported that, during a cardiac resynchronization therapy pacemaker (crt-p) routine changeout procedure, the physiologist was disappointed that the longevity for this device was only approximately 6 years. The device was set to normal settings and wondered whether a device review could be performed by boston scientific. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.